Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2014, the patient received a perceval pvs23 as part of her native aortic valve replacement. Post-operatively, on (B)(6) 2014, the patient was re-operated. The echo showed a central leak of 4+, due to inappropriate size/positioning, and a transcatheter valve replacement was conducted to treat the patient. The patient was discharged on (B)(6) 2014. The manufacturer contacted the hospital, and no further information was added to this case.

Event description:
On (B)(6) 2014, the patient received a perceval pvs23 as part of her native aortic valve replacement. On (B)(6) 2014, the echo showed a central leak of 4+, due to inappropriate size/positioning, and a transcatheter valve replacement was conducted on the same day to treat the patient. The patient was discharged on (B)(6) 2014. The manufacturer contacted the hospital, but the site did not have additional information to provide for this case.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the perceval sutureless aortic heart valve sn (B)(4) satisfied all material, visual and performance standards required at the time of manufacture and release. The device was not explanted. Consequently, investigation on the actual prosthesis could not be performed. Based on the information available, the event was attributed to an inappropriate sizing/positioning of the device.